Manufacturer narrative:
The device was not in use when the issue occurred. No patient or user harm reported.

Event description:
Philips received a complaint from the customer reporting that their v60 ventilator displayed error code 1122 (high temperature). It was unknown how the issue was found. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
A field service engineer (fse) arrived on-site and verified the serial number, it was also noted that the part was received. A diagnostic checkout of device was performed, and confirmed cbit error code in the event log. The fse replaced blower assembly, and performed all t&v procedures (all tests passed). The device was cleaned, and placed an electrical safety sticker on device. The device was fully operational, and returned to use.